Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a 6mm axios stent was implanted transesophageal to treat a mediastinal fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. Four days post stent placement, the patient had a fever. Another endoscopic procedure was performed and the stent was noted to be obstructed with debris. A necrosectomy was performed and a double pigtail stent was placed through the axios stent. Axios stent ingrowth and overgrowth was also noted at the edges of the stent. The axios stent remained implanted and was successfully removed a few weeks later during a scheduled stent removal procedure. The patient was well after the procedure. Note: it was reported that the axios stent was implanted transesophageal to treat a mediastinal fluid collection. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transesophageal.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: medical device problem code a1409 captures the reportable event of stent obstruction. Medical device problem code a22 captures the reportable event of stent overgrowth. Patient code e230101 captures the reportable patient complication of a fever. Impact code f23 captures the reportable event of necrosectomy performed and placement of double pigtail stent. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block d1 (brand name) and g4 (PMA/510(k)#) have been corrected.

Event description:
It was reported to boston scientific corporation on march 07, 2022 that a 6mm axios stent was implanted transesophageal to treat a mediastinal fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. Four days post stent placement, the patient had a fever. Another endoscopic procedure was performed and the stent was noted to be obstructed with debris. A necrosectomy was performed and a double pigtail stent was placed through the axios stent. Axios stent ingrowth and overgrowth was also noted at the edges of the stent. The axios stent remained implanted and was successfully removed a few weeks later during a scheduled stent removal procedure. The patient was well after the procedure. Note: it was reported that the axios stent was implanted transesophageal to treat a mediastinal fluid collection. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transesophageal.